Event description:
It was reported to boston scientific corporation that a rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the technician attempted to retract the brush, however, the wire broke by splitting through the catheter exposing the wire inside. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned rx cytology brush revealed that the working length was bent in multiple places throughout. The catheter was torn near the distal end of heat shrink and a loop of pull wire was exposed at this tear. The tear was not consistent with those caused by guide wires. The brush was present and without issue. Functional evaluation found the thumb ring could be extended and retracted normally while the brush would not extend or retract. The exposed pull wire would slacken and bulge outside of the catheter when the thumb ring was extended. Retracting the thumb ring would cause the exposed pull wire to tighten and the catheter would bend and kink at the tear. The device was disassembled and the pull wire was found bent in multiple places. It is possible that the catheter was kinked due to some aspects of handling during shipping, storage, unpacking, or preparation. Once the catheter was kinked, the pull wire would be prevented from moving freely inside the catheter. Further attempts to extend and retract the handle may have caused the pull wire to cut through the catheter at the heat shrink. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the technician attempted to retract the brush, however, the wire broke by splitting through the catheter exposing the wire inside. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.